Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the twinfix got broken while deploying. All the pieces were removed from the patient by tweezers. The procedure was completed with a s+n back up device in the original bone hole. There was a non-significant surgical delay and no further complications were reported. No void was left in the patient. Instrument used to prepare the insertion site was a grasper standard. The site was cleared of all debris prior to insertion of the anchor. Patient current status is normal. The surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw materoal found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis is required. The provided photo was reviewed and appears to show the packaging for the reported device. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated as all pieces were retrieved and the patient¿s ¿current health status is normal.¿ no patient harm has been alleged. Therefore, no further clinical/medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.